Manufacturer narrative:
(B)(4).

Event description:
Procedure type: open ileostomy/ileostomy takedown. According to the rptr: a post-op leak was found nine days after the surgery on (B)(6) 2010. A re-operation required ileostomy. The original surgery was an open ileostomy. During the re-operation, it was noticed malformed staples and a leak at the staple line. The re-operation took place on (B)(6) 2010. Current pt status: pt recovered.